Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately low control solution results. The reporter obtained control solution readings of "105 and 103mg/dl" on the subject meter (onetouch ultralink). This falls out with the control solution range of "111-148mg/dl" for this strip lot. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (12/03/2014). The patient¿s meter has been returned on 8/7/2014 and evaluated by lifescan product analysis on 11/21/2014 with the following findings:the meter involved with this complaint had no testing performed as customer stated he used the incorrect control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.